Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp0144 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "the guidewire broke off inside a patient during attempted midline placement. This has resulted in the patient having to have surgery and multiple imaging studies." Additional information received 06/14/2021: "was there patient harm reported?: yes. Had to have multiple imaging studies to search for the wire and had surgery. They were never able to retrieve it."